Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant ofthis 29fx+ transcatheter aortic valve in a patient with a severely calcified tri-leaflet aortic valve, after the valve was implanted and the delivery catheter system (dcs) was withdrawn from the body, screening detected that the valve had dislodged and was positioned above the native annulus. This displacement, described as melon-seeding, was likely due to the calcified anatomy. The valve was snared into a safe position. A second 29fx+ valve was prepared, but attempts to deploy it were unsuccessful due to interaction with the first valve, preventing passage. The decision was made to withdraw the second valve and dcs from the body, and discard them. Subsequently, a 29mm non-medtronic (edwards sapien) valve was prepared and implanted successfully. Additional information was received that no post-implant dilation was performed prior to valve dislodgment. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was approximately 3 mm on the left coronary cusp (lcc) and 4 mm on the non-coronary cusp (ncc). After dislodgement, the valve was above the annulus. Bulky leaflet calcium and an agatstan score of >5000 contributed to the dislodgement. The second valve was never deployed as the dcs was unable to pass through the frame of the first valve, due to the dcs interacting with the frame. A non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (0012886154); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 29fx+ transcatheter aortic valve in a patient with a severely calcified tri-leaflet aortic valve, after the valve was implanted and the delivery catheter system (dcs) was withdrawn from the body, screening detected that the valve had dislodged and was positioned above the native annulus. This displacement, described as melon-seeding, was likely due to the calcified anatomy. The valve was snared into a safe position. A second 29fx+ valve was prepared, but attempts to deploy it were unsuccessful due to interaction with the first valve, preventing passage. The decision was made to withdraw the second valve and dcs from the body and discard them. Subsequently, a 29 mm non-medtronic valve was prepared and implanted successfully.